Event description:
Procedure: total lap hysterectomy. According to the reporter: the resident was using the endostitch on the vaginal cuff, when the device was removed from the pt it was noticed that the tip of the needle was not there. An x-ray and fluoro was performed and the needle tip was identified in the abdomen, floating loose. Attempts were made to remove the needle tip, but the resident and the surgeon were unable to remove the needle tip. The procedure was completed leaving the tip in the pt. The procedure was extended by 45 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).